Manufacturer narrative:
The insulin pump was received with a cracked battery tube threads, a scratched case, a missing reservoir tube o-ring, a broken reservoir tube lip, a missing retainer and a cracked case behind the pump near the battery tube compartment. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump retainer ring was broken and missing. Customer stated that the insulin pump had cracked from top along the length of battery. No harm requiring medical intervention was reported. The insulin pump will be returned for the further analysis.